Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) for the viewing station of the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system monitor would power down without prompt from the user when disconnected from a known operational outlet. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The ups power supply switch was returned to the manufacturer for analysis. Analysis found that the ups did not power on with the returned batteries. Visual inspection confirmed batteries neutral wire was pinched and exposed wire was making contact with ups chassis. When new batteries were installed and charged for more than 6 hours, failed load test. Low voltage was measure on all output outlets of ups. Analysis found that the reported event was related to a electrical issue.